Event description:
Several axium coils were used in an aneurysm coiling treatment procedure. It was reported, the patient had post procedural bleed. The patient was stabilized and re-bleed again. Consequently, the patient expired.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient.